Event description:
The customer reported that she had just realized that the use of cidex opa is contraindicated in bladder cancer patients. The customer works in a urology office. Attempted to contact the customer to gather information on potential patient injury but the customer was not available.

Manufacturer narrative:
Exposure to cidex opa.